Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-09069-00 for details pertinent to this event.

Manufacturer narrative:
E1 phone number:(B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that when priming started, the pump started to alarm for downstream occlusion. The device was operated by a health professional in a hospital, and the event occurred during a bench test. There was patient involvement, but no injury.

Manufacturer narrative:
ICU medical healthcare manufacturing s.a. De c.v. D9: date returned to mfg; 9/18/2025. Device evaluation: five used devices were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection was performed during analysis. The customer reported complaint could not be confirmed or replicated. The probable root cause was unable to be determined.